Event description:
It was reported that a month after a breast tissue marker was deployed, surgeon discovered an abscess/infection and patient had an open excision. In addition, patient was prescribed antibiotics. Patient status is unk at this time.

Manufacturer narrative:
A full manufacturing review could not be conducted as the lot number is unk. Two manufacturing reviews for the last 2 lot numbers sold to the customer were reviewed. There was no info to suggest that the reported issue was related to the manufacturing of this device. Based on the event description and the result of manufacturing controls, no objective evidence was found to link the event with the manufacturing of this device. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info.